Event description:
The nurse went to attach the chemotherapy (alimta) infusion IV line to the kvo line and the chemotherapy line came apart above the pump segment of the IV line. FDA safety report ID# (B)(4).